Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 2kpeg12a using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly marked as blood results in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate from germany called on behalf of her daughter to report that they ran a blood glucose test and obtained a reading of 64 mg/dl with the contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.